Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, h11. H1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -07984 was opened on feb 27, 2026, to address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: . No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records and compatibility checks, neither were provided. X-ray images were provided within the journal article; however, it is not known whether the images are related to this patient. A definitive root cause cannot be determined. Unable to confirm complaint. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: cat: lot: g2: foreign ¿ canada. Citation: bourget-murray, j., telias, a., garveau, s., beaule, p.e., grammatopoulos, g. (2025). Does introduction of a cemented polished taper-slip femoral stem reduce early periprosthetic fracture risk with anterior approach total hip arthroplasty? A case-matched study. Archives of orthopaedic and trauma surgery 145 (264), 1-11. Https://doi.org/10.1007/s00402-025-05871-3. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported in a journal article that one patient experienced a hip revision due to acetabular aseptic loosening. Attempts have been made and no further information has been provided.